Manufacturer narrative:
(B)(4).

Event description:
It was reported that the loosebody pitbull grasper, forceps, broke up in the patient's knee. It was noted that the piece was visible and was removed. A minimal delay occurred while the surgeon removed the piece. A backup was available to complete the procedure. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).